Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous and severely calcified left anterior descending (lad) artery. This 2.75x15mm nc quantum apex balloon catheter was used to post-dilate. The balloon catheter was advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the second inflation at 18atms after being inflated for 3 seconds. The device was removed from the patient intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.